Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely low carbon dioxide result obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced multiple parts over two separate service visits. The cse replaced reagent probe 1 (r1) motors with hard mount, replaced reagent probe 2 (r2), verified bottom of cuvette correction (bocc), aligned photometer, ran sanitization cycle on water purification module (wpm) and verified wpm temperatures. The cse returned to replace the sample probe (s1) mixer and sample 1 probe (s1), replace the r2 mixer and r2 angular belt, replace photometer lamp, and replace reagent prep probe. All replaced parts were primed and aligned. The cse then cleaned the cuvette washer probes, ran service method test (smt) on s1 and r2 and ran customer qc. Tests, checks, inspections and/or repairs have been performed in accordance with the specific service task. The system was functioning properly based upon completion of the specific service task undertaken by siemens. The parts replaced by the cse are part of normal troubleshooting/maintenance for issues of this nature. The customer has had no further issues related to this complaint post service. Siemens has reviewed the information provided and concludes there is no evidence of a product nonconformance. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide patient result was obtained on a dimension vista 500 instrument. The initial discordant result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument, resulting in a higher value. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant result.